Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for a demonstration during an in-service performed on (B)(4) 2013. According to the complainant, during the demonstration, as the over sheath was removed from the delivery catheter a quarter-inch portion of the sheath caught on the clip assembly and tore from the over sheath. There were no patient or procedure involved in this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination noted that the over sheath was shoved forward making the clip assembly detach from the bushing. The clip assembly was detached from the bushing, but still attached to the control wire via tension breaker and yoke. The over sheath was torn, bunched, and accordianed at the distal end of the device. Functional analysis noted that the prongs could not be opened, but the clip assembly could be deployed. Based on the condition of the returned device, the reported failure was confirmed. It is likely that the failure is due to handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on august 8, 2013 that a resolution clip device was used for a demonstration during an in-service performed on (B)(6) 2013. According to the complainant, during the demonstration, as the over sheath was removed from the delivery catheter a quarter-inch portion of the sheath caught on the clip assembly and tore from the over sheath. There were no patient or procedure involved in this event.